Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. The cause of the reported issue was determined to be the reed switch, designator sw5. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device was not powering on when lid is opened. The device not turning on automatically can lead to a use error resulting in a failure to deliver defibrillation.